Manufacturer narrative:
During the device evaluation, the housing was found to be damaged as a result of third party repair work. This will result in damage to the drill-attachment interface, causing attachment fit issues.

Event description:
It was reported that at the start of a surgical procedure at the user facility, the attachment was hard to separate from the drill, which caused a 30 minute delay to the procedure. It was reported that no additional anesthesia was administered. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Event description:
It was reported that at the start of a surgical procedure at the user facility, the attachment was hard to separate from the drill, which caused a 30 minute delay to the procedure. It was reported that no additional anesthesia was administered. No medical intervention and no adverse consequences were reported with this event.